Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed when the surgeon attempted to fire it for the test fire. They completed the procedure with a new like device. There was no patient consequence reported.